Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by diarrhea. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal cephalosporin (dose, frequency and duration not reported). Dianeal therapy was ongoing. The patient was discharged 12 days after hospital admission and the same day was deemed recovered from this peritonitis event. No additional information is available.